Event description:
During an incident involving an approx. 68 yr old male having trouble breathing, the crew reportedly could not apply pads to the pt. When they tried to remove the liner from the foam surface, the liner stuck to the foam and the pad tore apart. The crew ran out of pads and could not use their defibrillator. The pt was pronounced at a hosp.